Event description:
It was reported that during a prostate procedure, the laser console displayed error 213 and immediately stopped working. After some testing, it was verified that there was a defect that required maintenance. The physician was unable to complete the procedure. No patient outcome was reported.

Manufacturer narrative:
The investigation of the greenlight xps laser noted that the reported error 213 and laser stopped functioning were not confirmed. Device interactions are unrelated to the reported complaint. A preventive maintenance service was performed on the console and the laser passed functional testing and electrical safety testing. Conclusion code for the complaint is no problem found.

Event description:
It was reported that during a prostate procedure, the laser console displayed error 213 and immediately stopped working. After some testing, it was verified that there was a defect that required maintenance. The physician was unable to complete the procedure. No patient outcome was reported.